Manufacturer narrative:
Other applicable components are: product ID 3998, lot# v372028, implanted: (B)(6) 2010, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37092, lot# 240620001, implanted: (B)(6) 2010, product type: accessory; product ID 37751, serial# (B)(4), product type: recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37751, serial# (B)(4), product type: recharger; product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient regarding their implantable neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient was not able to recharge their ins battery. The last time the patient successfully recharged the ins and the last time they felt stimulation sensation was in (B)(6). An ins overdischarge was suspected. The patient first became aware that he was unable to recharge his ins in (B)(6). The patient was not sure why he was unable to charge at the time or why it "stopped working" meaning that he stopped feeling stimulation sensation. The patient has an upcoming lumbar back surgery and wanted to address the problems with his spinal cord stimulation (scs) before surgery. The patient has an appointment with his managing health care provider (hcp) next friday. Additional information received from the manufacturer representative (rep) reported seven days later that the recharger was not charging and not working. The recharger was plugged in but it was not taking a charge. This was noticed "since november". The green light was seen and the connector pin looked intact. When plugged in, it was a little loose but another recharger has not been compared to see if that was normal or not. Tape was noticed on the recharger cord. Anomaly appears to have occurred through product use. No indication of patient harm. Four days after the device was requested it was reported that the patient never received the replacement part. Additional information has been requested to determine the outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was also not available at the time of the report.